Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two implantable cardiac monitor (icm) episodes were cleared during the implant procedure and are not available for clinic review. The device remains in use. No patient complications have been reported as a result of this event.